Event description:
Same case as MDR ID 2134265-2015-00224 and 2134265-2015-00225. (B)(4). It was reported that angina occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was a totally occluded, de-novo and ostial lesion located in the proximal right coronary artery (rca) extending to the mid rca with 100% stenosis and was 70 mm long with a reference vessel diameter of 3.5 mm. It was treated with direct placement using a 3.50 mm x 24 mm, 3.50 mm x 28 mm and a 2.50 mm x 28 mm ion us coa drug eluting stents in an overlapping manner with 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with unstable angina. Five days from onset of symptoms, the patient was hospitalized. The event was treated with medication and non target vessel revascularization (tvr). One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).